Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the electrosurgical generator showed an inside the error log the error message e006. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was not reproduced but confirmed in the error log. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, use error could not be ruled out; however, a conclusive root cause was not determined. Olympus will continue to monitor field performance for this device.